Manufacturer narrative:
(B)(6). Unknown when non-union or range of motion began. This report is for unk - screw cortex/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was first seen by a surgeon approximately 6 months ago for a fractured distal humerus. The surgeon performed an open reduction and internal fixation on an unknown date and applied a synthes post lateral distal humerus plate with lateral support, as well as a medial locking compression distal humerus plate. The screws that were implanted consisted of three 3.5mm locking screws, one 3.5mm cortex screw, and five 2.7mm locking screws. Recent cat scan studies showed that he had a nonunion and was experiencing decreased range of motion. It was decide that the surgeon should re-operate and perform a revision orif with bone grafting. All hardware was intact and explanted on (B)(6) 2016. The surgery was completed successfully with no patient harm and minimal surgical delay. This complaint involves 5 parts. There was a 5 minute surgical delay to the procedure. This report is 3 of 5 for (B)(4).